Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported not seeing any improvements, and the teeth hurt (pain level 5). Also noted allergic reaction, gingivitis, sensitivity, discomfort, not fitting, and jaw discomfort with no other details.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.